Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that when the consumer removed the tampon it fell apart and pieces remained inside. Removal caused severe discomfort and non-menstrual bleeding. Tampon pieces attached to the vaginal wall, ripping the vaginal wall tissue. The tampon pieces would remain inside for several days or weeks and cause discharge, pain and bleeding. She went to the doctor and was diagnosed with vaginal irritation, vaginal tearing and a uti. She was prescribed bactrim. Her health has improved.